Event description:
It was reported that after insertion of the catheter, resistance was felt when pulling the plunger of the syringe and blood return could not be confirmed. Therefore, the catheter connector was replaced to a new one, and blood return could be confirmed without any problem. There was no reported patient injury. 10/10/2023 - the distal molded segment of the returned device was found to have a metal occlusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of resistance during aspiration is confirmed and was determined to be manufacturing related. One proximal segment of a 4 fr groshong nxt two-piece connector was returned for evaluation. A functional test of infusing water using a 12 ml syringe into the connector via the red luer connector revealed the returned device to have resistance during infusion, however the connector was patent to infusion. A non-complainant proximal connector piece was tested and required much less force during infusion with water using the same 12 ml syringe. The red luer on the proximal end of the complainant device was removed and subsequently tested for patency with no occlusions or resistance during infusion. The distal molded portion of the returned connector piece was then removed from the tubing to analyze microscopically. A microscopic observation revealed the distal molded segment of the returned connector to have metal occluding the fluid pathway. The metal occlusion appeared to be covering the entire surface of the fluid pathway. The complaint of resistance in a groshong nxt connector is confirmed and was determined to be a manufacturing related event, as the device had a metal occlusion after testing of the device. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.